Manufacturer narrative:
Corrected data: d2b.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring and successfully loaded the cartridge to address the event. Additionally, it was reported that an occlusion alarm occurred. The customer refilled the tubing and successfully resumed insulin delivery. Blood glucose level ranged from 111-126 mg/dl.